Event description:
Customer reported device = 265 mg/dl. Customer felt sweaty and like they had low blood glucose. Customer had a seizure and ambulance was called. 10 minutes later, ambulance device = 26 mg/dl. Customer was treated with glucose solution and transported them to the hosp. Hosp treated them with sprite and crackers along with an IV before being released 4 hours later. No controls. A request was made for return product and replacement product was sent.